Event description:
It was reported that insulin squirted out during the manual prime. It was stated that the motor continued to move forward once it made contact with the reservoir. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk.